Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that on (B)(6) 2022, the patient's infusion set's tubing detached from the connector and the issue occurred prior to insertion. The patient's blood glucose level was 86 mg/dl at the time of the event. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.